Manufacturer narrative:
Complaint sample was not returned for evaluation therefore; an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed.

Event description:
A physician reported disengagement of the perforator (ID 261221 - codman dispos perforator) during a craniotomy. No surgical delay and no adverse consequence to the patient. The perforator was used with a drill (primado2).